Event description:
It was reported that a patient presented in clinic after receiving inappropriate atp and high voltage therapy. The device was reprogrammed and left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.